Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was in disconnected mode. The technical support specialist (tss) dialed into the station and observed the disconnected mode icon. Data sync logs showed no errors. However, dialing into the server revealed an inability to log in to patient encounter system (pes). The tss found the e drive was full at 99 gb, and, referencing knowledge article medstation es 1.7 and 1.8 server running out of e drive space large ds server reports backup folder, the jobs monitor indicated diff and log backups were running with errors. The tss executed the required query, reran the backup jobs, and freed space to 70 gb. Afterward, pes login was successful, the station was rebooted, and the disconnected mode icon disappeared. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not able to log in and stated that pyxis is disconnected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.